Event description:
On (B)(6) 2012 - product was being used in a lab environment on a pig. During use, the needle loop complex broke in half. The broken portion was held in the surgeon's suture grasper and did not fall into the abdominal cavity. As an event of this nature could potentially result in surgical intervention to remove the piece, an MDR is being filed to document the malfunction.

Manufacturer narrative:
The device was returned and visually evaluated. The needle loop was separated, however we are unable to determine the root cause based on the sample. The loop may have been inadvertently damaged during deployment or through interaction with another device, such as a grasper or suture passer. Additionally, the procedure was performed in a lab setting and may not have reflected the conditions of a typical operating room environment. As such, a definitive conclusion cannot be determined.